Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum repair, when the surgeon was in the patients joint passing the lasso, the metal tip of the lasso broke off in the patient. The fragment was removed and the completed by using a new ar-4068-45r. No patient harm.